Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported two split cartridges. Additional information was provided that he has had many cartridges with splitting over the last three to four months without any patient harm. He stated he uses an automatic handpiece most of the time with his cases and that the splitting is occurring both while loading the lens and when inserting the iol into the eye. He does not have any of the patient identifiers to provide. He also does not have the event dates of the occurrences since it has been over several months. There are four medical device reports associated with this surgeon regarding his report of multiple splitting cartridges from four different lot numbers. This report is for the first lot number.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified iol with an automatic handpiece. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified viscoelastic. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).